Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. (Sae info) no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available. Cgm accuracy the sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025 the reported glucose values fall within the b zone of the parkes error grid.